Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. This MDR represents the perfix plug (device 3). Additional supplemental emdr's were submitted to represent the perfix plugs (device 1 and 2). An additional emdr was submitted to represent the perfix plug (device 4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007: patient was diagnosed with incarcerated left inguinal hernia thereby underwent open repair with implant of four perfix plugs (device 1, 2, 3 and 4). Per operative notes, ¿a large inguinoscrotal hernia in the left side which was chronically incarcerated was noted. The hernia was reduced and excised. Three extra-large perfix plug was sutured together to the inguinal ligament inferiorly and an another perfix plug (device 4) was placed in the reverse with end under the lateral edge of the transversalis arch and secured with sutures and tacks.¿ on (B)(6) 2010: patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿a large recurrent left inguinal scrotal hernia was noted. The midline fascia containing hernia contents and scar tissues were excised. The sac was stuck to the pieces of prior meshes (device 1, 2, 3 and 4) in the scrotum. The sac was reduced off the palpable meshes and a large sheet of synthetic mesh was placed over the defect and secured to the pubic tubercle with sutures. The midline fascia was closed using sutures.¿